Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that an otw vision was placed in 2007. The pt returned on the following month, with a thrombosed lad at the area which was stented. A guide wire was passed through the stented area and a voyager was inflated in the length of the previously placed stent. Then a highsail was inflated in the proximal part of the stent only, as it was believed that the proximal part of the stent might not be fully opposed. Blood flow was restored and there were no pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info. There was no reported device malfunction with the vision at the time of the stent implant. Thrombosis, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting and clinically acceptable in the view of pt benefit. This known pt effect is not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem.